Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose. Reportedly the customer declined troubleshooting with tandem technical support.